Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the leak was coming from the lytic lyse restrictor line. The fse replaced the tube, which repaired the leak and the failing controls. The repairs were verified per established procedures. (B)(4).

Manufacturer narrative:
Upon revision of the investigation the device manufacture date was changed from 11/01/2007 to 10/01/2007.

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer when running startup. The volume of the leak was about 50 ml and was contained within the instrument. The instrument was generating light scatter (ls) offset errors when the leak was noticed. The customer powered off the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.